Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for non-malignant pain and chronic low back pain. It was reported the patient heard the critical alarm since last night ((B)(6) 2019). It was noted the patient switched doctors due to the patient¿s insurance and the patient¿s refill date was (B)(6) 2019. The patient could not get into a new doctor until (B)(6) 2019. The patient missed a scheduled refill and the patient was to follow-up with the healthcare provider (hcp). Patient symptoms were not reported. The event date was (B)(6) 2019. It was also reported the patient took oral medication. No further complications were reported.